Event description:
It was reported that the patient had presented due to symptoms of chest pain and palpitations. Left ventricular (lv) lead pacing thresholds had risen to a high range and the patient was experiencing diaphragmatic stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.